Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that threads of va lockscr ø2.7 head 2.4 self-tap l18 ta head were stripped and no other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The functional test was performed to check the interaction/locking of screw with the plate and due to the stripped condition of the screw head it wasn't able to appropriately lock with the threads of the plate. Thus device failed to function as intended. The stripped condition of the screw caused the alleged complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va lockscr ø2.7 head 2.4 self-tap l18 ta. The threads of the screw could have stripped due to the application of unintended forces during surgery. However this cannot be confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 04.211.018s, lot # 8l29243, release to warehouse date: 28 june 2021, expiration date: 01 june 2031, supplier: (B)(4), a manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Non-sterile part # 04.211.018, lot # 177p091. Manufacturing location: monument, manufacturing date: 27-may-2021, part number: 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm, lot number: 177p091 (non-sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection, ns049907 rev p met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿locking screw idled in the plate hole. Could not lock screws¿ does not indicate breakage of the or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review 13-oct-2021: DHR reviewed . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the fracture of distal end of humerus (ao classification: 13a2). During the surgery, the surgeon tried to insert the locking screw in the most distal hole of the plate but could not lock because the locking screw idled in the plate hole. The surgeon once took out the plate from the patient body and checked it, but there were also other holes where the lock could not be performed, so the surgeon decided not to use this plate and the screws. The surgery was completed successfully using another 4-holes plate with a 20 minute delay. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm. This is report 4 of 4 for (B)(4).